Event description:
Caller indicated the relion confirm meter was giving high readings. Customer called in stating that on confirm he got result of 473 - on micro he got result of 82. He said that this has been happening just since last night when she purchased this new bottle of strips. He said all of the readings are way out of wack and he is certain it is the strips. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.